Event description:
Core (roc) pedicle bolts were discovered to be broken. The date of the screw breakage is unk. The screws, nut and the connector were returned and confirmed to be broken. The sales representative was contacted and informed alphatec spine that the pt has not achieved fusion. No additional information has been received. There were multiple parts and lot numbers involved on the reported incident and they are listed below: ln: 606293d; pn: 81102, ln: 618731; pn: 81075-380, ln: 610568d; pn: 81009, ln: 611889c; pn: 81007, ln: 604653; pn: 81009-15, ln: 610930a. The device history records for the lots mentioned above were evaluated and do not have any quality concerns. The device master records for the parts in questions were evaluated and the changes made have no impact on the safety and effectiveness of the product. The current revision of part number 81007 is still initial release. There are no changes made to part 81007.